Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown whether this product caused or contributed to the reported event, we are filling this MDR for notification purpose. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-op diagnosis: spinal canal stenosis, degenerative spondylolisthesis procedure: olif - oblique lumbar interbody fusion it was reported that on an unknown date, post-op, the patient had infection. Anteroposterior fusion was performed at the same time by olif. After that, removal, washing were performed and antibiotic-containing biopex was indwelt. The cause was not considered as the product but such as that the patient was discharged without permission from the hospital 4 days after surgery and had a bath with out removing the suture. The patient underwent revision surgery due to infection and removal surgery was performed.